Manufacturer narrative:
The hf cable was returned to olympus for evaluation. The reported event was confirmed. A visual inspection of the hf cable found the right-angle connector plug was broken off completely and missing. The straight-plug connector was noted to be intact but found the inside of the connector was stained/discolored. In addition the insulation of the hf cable was observed to have an indentation where the cable meets the straight-plug. The hf cable¿s insulation was removed to inspect the dented area and revealed the internal wires were detached and separated with heavy stains/discoloration on the internal wires. The evaluation was unable to perform functional testing due to the as received condition of the hf cable. Based on the evaluation results and similar reported complaints, the most probable cause can be attributed to user error. The instruction manual contains warning statements in an effort to prevent damage to the cable, to ¿visually inspect the entire hf-cable. Do not use a hf-cable with a brittle or defective insulation. Replace the hf cable if necessary.¿ also, ¿reprocessing and mechanical stress damages the hf-cable. After the first use, the hf cable has a service life of 12 months. Dispose of the hf cable after 12 months.¿

Event description:
Olympus was informed that the hf cable (wa00014a) broke during a (turp) transurethral resection of the prostate procedure. The procedure was completed using a different cable. No patient or user injury was reported.